Event description:
It was reported that during npwt utilizing a foam filler kit, the dressing was not compressed. There was no delay. There was no patient harm. The treatment was continued with a the pico.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. The serial number provided was not for the dressing, therefore a review of the associated batch manufacturing records could not be carried out. Without return of the actual device or a valid lot number we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened.